Event description:
A 3.0mm diameter x 15mm length nc sprinter over the wire angioplasty balloon was used to expand a right coronary artery lesion. The lesion morphology was severe tortuosity, 75 percent stenosis with no calcification. It was reported that the nc sprinter angioplasty balloon was inserted in the pt; however, due to the severe tortuosity, the balloon would not cross the lesion. The physician then inserted another MFR angioplasty balloon 2.5mm x 14mm which was inflated; however, the balloon burst at 6 atms. Then the physician attempted to pre-dilate with another MFR balloon 3.0mm x 15mm, the balloon burst at 10atms. The physician then re-inserted the nc sprinter angioplasty balloon at the same location as the previously burst balloons, the nc sprinter was inflated and burst at 16 atms. At the time of the balloon burst a dissection occurred. The balloon was removed from the pt and the dissected artery was treated with another mfrs stent. The physician experienced difficulties advancing another MFR stent within the guide catheter due to high resistance. The physician elected to end the procedure at this time. The pt is fine. The user facility discarded the device and there are no films available for this case. No add'l sequelae were reported and the pt is reported to be fine. Please note that this device (ncsp3015x/ lot# 0000320761) is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Results: pt's condition affected effectiveness of device (severe tortuosity). Other (no device returned for eval or cine films). Conclusions: device failure / lack of effectiveness related to pt condition (severe tortuosity).